Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The distributor reported a total of three separate events simultaneously. This record pertains specifically to events involving hyperglycemia. No symptoms were reported at the time of the event; however, the patient was brought to the hospital. Upon evaluation, a fingerstick bg test revealed a reading of 22.0 mmol/l, while the cgm displayed a reading of ¿low¿ and 4.4 mmol/l. Based on the elevated bg level, it is likely that the patient experienced diabetic ketoacidosis (dka). No information regarding treatment was reported, and there was no documentation of further medical intervention. No additional details were available concerning the event. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis the distributor reported a total of three separate events simultaneously. This record pertains specifically to events involving hyperglycemia. Please see related records (B)(4).